Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established but is most likely traced to failure to follow instructions when cleaning the device of white foreign material from products that contain silicone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.